Event description:
It was reported that during the checkup routine, the cardiosave intra-aortic balloon pump (iabp) batteries need to be checked. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
Additional contact details: event site postal code- (B)(6). Contact person e-mail: (B)(6). It was reported that the during routine check cardiosave intra-aortic balloon pump (iabp) had batteries issues. No patient involvement ,no harm reported. A getinge field service engineer (fse) found expired batteries and he replaced batteries. Performed all functional test. Unit returned to customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) batteries need to be checked.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a